Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during intraocular lens (iol) implantation haptic was broken. The surgery was completed. Additional information has been received that surgery was completed on the same day and symptoms was resolved. There was no patient harm.